Manufacturer narrative:
(B)(4). Implant date: first week of (B)(6) 2018. Concomitant medical products: unknown vanguard tibial bearing catalog # unknown lot # unknown, unknown vanguard tibial tray catalog # unknown lot # unknown. (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-10395. Remains implanted.

Event description:
It was reported that the patient had a right knee arthroplasty. Subsequently, the patient experienced partial dislocation twice in a right knee joint post-implantation. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
From additional information received, it was reported that patient's leg was in plaster for six weeks due to dislocation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is subluxation/dislocation on two successive sets of images with marked posterior and slight lateral position of the tibial component in relation to the femur/femoral component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.